Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint not confirmed. The evaluation did not reveal anything relevant to the event. The original tubing was not returned. Device evaluation showed that the returned ar-6480 pump worked as expected. The facility reported that the pump was showing an error message but the facility has not provided enough information to understand the message. The pump is designed to exhibit messages and alarms when there is an operator or device problem and to initiate controls that maintain patient safety when an operator device problem is detected. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/serial number combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported that during the case the dual wave pump didn't shut off and kept pumping water into the arm and didn't stop once it got to a certain pressure. The patient shoulder was distended and filled with fluid. The case was aborted, the patient shoulder was closed up and the patient was taken to recovery. The pump was pre-set for shoulder setting. There had been an error message during set up but not during the procedure. Staff does not recall what the specific error message was. After the error message the staff did a re-feed of the same tubing and it did not alarm again. The clamp test was performed. The tubing was not disconnected and reconnected during use. The tubing and packaging for the tubing was discarded. Unable to confirm tubing product or lot number. Case: shoulder arthroscopy.